Manufacturer narrative:
The field service representative fitted new screws, nuts, and springs for the cap holder. He adjusted the cap holder and checked the sampling position adjustments. He performed mechanical checks and the customer ran qc which were all okay.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low hcg result for one patient sample. The initial result was 0.34 iu/l and the repeat result on (B)(6) 2017 was 484.1 iu/l. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The patient's current condition was stated to be "fine". The reagent lot number and expiration date were requested but were not provided.